Event description:
It was reported that the catheter separated during removal from the patient. Removal was complicated because the patinet had received an artificial joint implant and post-op was in an abduction device. Therefore, the patient could not be placed in the lordotic position due to the possibility of joint dislocation. The 5-6cm catheter portion remaining in the patient will not be removed at this time. There were no add'l patient complications.